Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up and her insulin pump was disconnected at the quick release. Her blood glucose level was 400 mg/dl. She treated her blood glucose level with a manual shot. The customer went to the hospital on (B)(6) 2016. The customer felt pressure in her chest. She had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.